Event description:
It was reported that the pt presented approx 30 days post operatively with delayed wound healing, pain, swelling and discharge at the surgical site following a total knee replacement. The suture was noted protruding from the wound and was pulled out. The pt was treated with cephalosporin. The pt was discharged and reported as recovered.

Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible lot: xp7171 manuf date: 12/01/2006 exp date: 07/31/2011. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.